Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was on but it won't go to regular screen and when she press the status screen it was saying delivery suspended and it says sensor updating and also stated that customer was running high already because customer was not getting insulin. Customer was able to exit the load reservoir process preparing to prime loop. The insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.